Manufacturer narrative:
The device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead, and implantable pulse generator (ipg) were explanted and replaced due to endocarditis and bacteremia, methicillin sensitive staf aurius, with atrial vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.